Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On (B)(6) 2012, the patient experienced peritonitis which required hospitalization. It was not reported if remedial therapy was rendered. The cause of the peritonitis was unknown. The nurse stated the event of peritonitis was unrelated to therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.